Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. Analysis found that the interface cable was hard to press into the image acquisition system (ias). The lemo port was dented in, making it unable to test. The cable was physically damaged. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) interface cable was very tight when connecting to the breakout box. The mvs interface cable was replaced, a system checkout was performed and the imaging system was operational. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the interface cable was hard to press into the image acquisition system (ias). There was no patient present when this issue was identified.